Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the neck of the valve on the bd phaseal¿ optima injector (n35-o) detached from the syringe valve and caused leakage. The following information was provided by the initial reporter: "technician was uncoupling the 60 cc syringe connected with bd phaseal optima injector n35-o connected to bd smartsite needle-free valve 2000e and the clear neck of the valve detached from the white male portion of the valve that screws into the bd texium syringe".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the neck of the valve on the bd phaseal¿ optima injector (n35-o) detached from the syringe valve and caused leakage. The following information was provided by the initial reporter: "technician was uncoupling the 60 cc syringe connected with bd phaseal optima injector n35-o connected to bd smartsite needle-free valve 2000e and the clear neck of the valve detached from the white male portion of the valve that screws into the bd texium syringe".

Event description:
It was reported that the neck of the valve on the bd phaseal¿ optima injector (n35-o) detached from the syringe valve and caused leakage. The following information was provided by the initial reporter: "technician was uncoupling the 60 cc syringe connected with bd phaseal optima injector n35-o connected to bd smartsite needle-free valve 2000e and the clear neck of the valve detached from the white male portion of the valve that screws into the bd texium syringe".

Manufacturer narrative:
H6: investigation summary one photo received for investigation. Upon visual inspection, a used syringe and injector is observed displaying leakage. However, a disconnection between the tubing and optima injector cannot be observed. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device, including verification all critical dimensions are within specification and there is no damage on the product. Based on the quality team's investigation, we are not able to identify a root cause related to our manufacturing process at this time.